Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The sample was received in used conditions without its original packaging. During the visual inspection, it was found that the tube is deformed. The root cause of the reported issue was found to be that the production personnel did not detect the deformed tube. Actions were taken to mitigate the reported issue: quality assurance (B)(4) was generated to ensure that operators can detect any deformed or damaged tube. UDI information is unknown. Premarket (510k) number is unknown.

Event description:
It was reported that during the pre-use check, the device's anesthesia circuit was found to be partially deformed. No patient injury was reported.